Event description:
It was reported to the manufacturer that the site was experiencing software problems in which the hand held screen would freeze at various points when communicating with vns patients' devices. Troubleshooting did not resolve the problems. The hand held and software have been returned to manufacturer and the analysis is underway.